Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly. This brady lead was replaced with the same model. No adverse patient effects were reported. Additional information received indicates that this brady lead exhibited placement difficulty and was returned for analysis. Additional information received indicates the helix was straightened out and broke off and remained in the right ventricle tissue.